Event description:
It was observed that during the device evaluation, the colonovideoscope's jet tube, air/water cylinder and air/water tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, the foreign material could not be identified. The foreign material could not be removed because the device was not reprocessed properly due to leak at bending section cover. However, a root cause could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.